Event description:
During the routine f/u of the device involved in this report, oversensing episodes were visible in device memory. Additionally, physician reported that one episode recorded in device memory had been classified as supra ventricular tachycardia, whereas it was a vt with 1:1 retrograde conduction.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. Method: review of the electronic data and files received. Results and conclusions codes: such oversensed events could result from strong external interference, specific pt activities, myopotential sensing or a ventricular lead issue. None of them could be confirmed. In response to the warning letter that the u.s. Food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. According to available data, the device operated as specified and as intended.